Event description:
It was reported that, during a soft palate and turbinate reduction procedure, the coblator controller failed to perform as expected but it is unknown how. The procedure was completed with a significant delay. It is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The reporter stated that the controller did not failed and therefore it is a non-valid complaint. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a soft palate and turbinate reduction procedure, the coblator controller failed to perform as expected but it is unknown how. The procedure was cancelled and the patient sent home. No further complications were reported.